Event description:
Customer reported vertical lines on the screen when playing back cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the cine pcb. System operates as intended. This MDR is related to ge healthcare complaint.